Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was partially fired to the 4 cm cut line and engaged in interlock. The jaws of the reload were open. The anvil clamping mechanism is deformed. There were staples protruding from proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument (0183) for functional testing. The reload locked securely in place and was applied to test media. The interlock was overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure the doctor found the reload wasn't fired. No patient injury. The current condition of the patient is stable.